Event description:
It was reported that pump displayed malfunction alarm malf 16 that could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it with a prepaid label, and understood the need to reenter pump settings and reconnect continuous glucose monitor, while technical support arranged replacement pump shipment after confirming warranty status and shipping address.